Event description:
It was reported that a user experienced frequent low glucose events and fluctuating glucose while using the ilet, and the agent provided troubleshooting and education including assessment of treatment to avoid overtreatment; the user reported a low of 58 mg/dl treated with oral glucose tablets and a high reading of 305 mg/dl, both without symptoms. Symptoms included no reported clinical symptoms associated with the low or high readings. Outcomes included no reported injury, hospitalization, or other clinical impact. Investigation included review of reported glucose values, user-reported treatments, and troubleshooting with education regarding appropriate hypoglycemia treatment. Investigation of this case revealed no device malfunction or component failure identified based on the available information, and the device continued in use with guidance on treatment to address the fluctuations. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.